Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs on the console in standalone mode and observed 319 errors on the surgeon display controller high resolution stereo viewer (sdch) and ac_8b nodes, which are located in the viewer. The fse removed the covers and reset the fibers in the viewer on both sides of the two couplers. The same issue occurred after the fse rebooted system. The fse was unable to bypass the column and boom with a blue fiber from an e200 since the show systems did not come with one. The suspect components were the viewer, common compute controller (ccc), horizontal harness, and the rolling loop. Later on, another fse visited the site. The fse powered on the console, which powered up normally. Multiple power cycles were performed and the error 319 did not reoccur. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, repeated 319 faults occurred on a standalone console. Technical support engineer (tse) and clinical sales representative (csr) attempted to troubleshoot the issue by performing multiple hard cycles, but these efforts did not resolve the problem. The system was not connected to onsite and no logs were available. There was no report of patient involvement.